Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the system bogged down during cutting, the leds flickered, and the hand piece seized. A second hand piece was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.